Event description:
The smart control stent was opened and prepped in sterile fashion in appropriate manner. The stent was then entered into a 6 french terumo 45cm sheath via the left femoral artery and advanced over the wire to the proximal sfa to a very calcified lesion that had just been predilated with a 5x40 pta balloon (brand unknown). Upon advancing the stent reached the lesion but it was getting hung up in the lesion and could not be advanced further. The stent was then removed and was described to be "frayed/dinged up" at the tip. The physician decided not to use it. He proceeded to debulk the lesion with a pathway g2 catheter and then balloon the lesion again. He still did not have an optimal result so 3 smart stents were used in the sfa, two 6x150s and one 6x40 in the proximal sfa. There was no injury to the patient and after overnight stay patient was sent home with no complications. The smart stent in this complaint was discarded.

Manufacturer narrative:
The product is not available for analysis. Device history record review was conducted and the product met quality requirements for product acceptance. Additional information will be submitted within thirty days upon receipt.

Manufacturer narrative:
The smart control stent was opened and prepped in sterile fashion in appropriate manner. The stent was then entered into a 6 fr. Terumo 45cm sheath via the left femoral artery and advanced over the wire to the proximal sfa to a very calcified lesion that had just been predilated with a 5x40 pta balloon. While advancing the stent it reached the lesion but it was getting hung up in the lesion and could not be advanced further. The stent was then removed and was described to be "frayed/dinged up" at the tip. The physician decided not to use it. There was no injury to the patient. A review of the manufacturing documentation associated with this lot was performed and the following was found. Review of lot 15174278 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15174278. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure/event does not appear to be related to the manufacturing process. In this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics and/or user handling and is not related to a product quality issue.